Event description:
Neurosurgeon was doing a c5-6 c6-7 anterior spinal fusion and put the allograft of cortico-cancellous acf when it broke while implanting. All pieces were retrieved and sequestered. Md proceeded with use of another allograft to complete the procedure.